Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a tubing hole is a known cause of a leak. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line leaked from a hole in the tubing during fill one of four of peritoneal dialysis therapy. The technical services representative assisted with ending therapy. The patient would restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.